Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported forward firing event. Visual analysis did identify that the glass cap exhibited a distal circumferential fracture. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited moderate debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared to be in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and could rotate the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber began forward firing. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber began forward firing. The procedure was completed using another fiber without patient complications.